Event description:
Patient reported "rupture" and "pain". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, g2, h6.

Event description:
Patient reported "rupture" and "pain". This record is for the left side. Device was explanted.

Event description:
Patient reported "rupture" and "pain". Later healthcare professional reported "rupture". Later healthcare professional reported "hole, none-specific". This record is for the left side. Device was explanted. Device was returned.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non penetarting nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.